Manufacturer narrative:
The manual to auto switch was replaced to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws

Event description:
The hospital reported that, axis on manual/machine respiration switch broke off. There was no reported patient involvement.